Event description:
It was reported by the customer that a pyxis medstation es system prompted error message, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the database was bloated and maintenance corrupted. A technical support specialist backed up, stopped and dropped the database to resolve the issue. Rebooted the station and completed the data synchronization. The system functioned as intended after the technical support specialist troubleshooted the device.